Event description:
It was reported by the pt's attorney that the pt underwent a bilateral breast explantation in 1994. Subsequent to the surgery, the pt developed infection in the areas of the surgery and required additional treatment including antibiotics. It was necessary for several weeks to pack the open wounds with gauze and surgically debride the necrotic tissue. The residual effect of this was a scarring in the area of the surgical procedure. The attorney alleges that the initial infection remains active in the pt and has caused subsequent infections following an unrelated surgical procedure.